Event description:
Written report received from baxter for no flow during pt use. Type of adverse event reported as "no flow. The infusion never started." About 7-8 ml were delivered to the pt and the remaining volume of about 88-89 ml remained in the device. Contents of the device reported as 5 fu 25.78 mg/ml in ns for a total fill volume of 96 ml. No pt injury was reported.